Event description:
Healthcare professional (hcp) reports 4 fiber leaks noted by blood in dialysate compartment during pt treatments. New disposables used to continue the treatments without incident. Estimated blood loss = 250cc. The dialyzers was reused prior to the reported event, exact number of times unk. Hcp reports no pt injury or need for medical intervention.